Event description:
It was reported that the insulin pump had a crack at the lower left and lower right of the display screen. The caller did not provide the blood glucose reading. No further details were provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked display window, a cracked case at a display window corner, cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip and a cracked case at a reservoir tube window corner.